Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. During system check with tandem technical support, the root cause could not be determined because the customer declined to fill and load a new cartridge. Customer's blood glucose was 110-150 mg/dl.